Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of lo blood glucose test results. Expected blood glucose test result range not verified. Customer can't describe how he is feeling. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Storage of product not verified. Test strip lot manufacturer's expiration date is 04/28/2017 and open vial date is not confirmed. Recall test results of lo performed from meter memory. Adverse event not reported.